Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment of chronic total occlusion (cto) in bilateral iliac arteries using gore® viabahn® vbx balloon expandable endoprostheses (vbx device). Reportedly, the patient¿s blood vessels were calcified and tortuous. After pre-dilating the lesions, a guidewire (egoist) and a non-gore sheath (7fr,45cm,terumo) was advanced to the left common iliac artery from right common femoral artery. Subsequently, the vbx device was advanced through the sheath but unable to cross the lesion in the left common iliac artery. Attempts were made to remove the vbx device through the sheath, but the vbx device could not be pulled back into the sheath. Then the physician attempted to remove the vbx device and sheath together, but the stent graft was dislodged near the incision site. The vbx device was deployed using the pre-dilation balloon, but the blood flow could not be confirmed on the echo; therefore, the vbx device was removed surgically. During the surgical procedure, it was noted a dissection had occurred in the external iliac artery. The origin of the dissection is unknown, but the physician suspected it could have occurred during the surgical removal of the vbx device. The dissection was successfully treated with an additional vbx device. The occluded iliac arteries were successfully treated with additional vbx devices. The patient tolerated the procedure. Reportedly, the physician felt difficulty/resistance when advancing the vbx in the sheath.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The primary reported failure mode, device cannot reach access site. (E.g. Delivery system too short, insufficient pushability/ trackability, distal end of catheter too flexible), could not be independently confirmed during evaluation of the device, and the cause could not be established with the available information, including device evaluation. Although the vbx device was advanced through the sheath, the physician reported resistance and was ultimately unable to cross the target lesion. The physician reported initial withdrawal of the vbx device through the introducer sheath instead of removal with the introducer sheath in tandem as indicated in the IFU. Therefore, the root cause of the stent dislodgment is consistent with reasonably foreseeable misuse in the reported attempt to remove the delivery system with the stent still mounted through the sheath leading to the potential for stent migration. The dissection of the external iliac artery was suspected by the physician to have unintentionally occurred during the surgical removal of the vbx device. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: ¿using fluoroscopic guidance, advance the delivery system over the stiff guidewire via the angiographic introducer sheath. Advance cautiously, especially if resistance is felt. If excessive resistance is felt, remove the delivery system and introducer sheath together as a unit.¿ cautious advancement is recommended especially if resistance is felt as reported by the physician. If excessive resistance is encountered, the user is instructed to remove the delivery system and introducer sheath together as a unit. However, it cannot be determined with the available information whether the resistance encountered was excessive. The IFU also states the following: ¿do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath after the endoprosthesis is fully introduced. To remove the gore® viabahn® vbx balloon expandable endoprosthesis, it can be withdrawn to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, neither the gore® viabahn® vbx balloon expandable endoprosthesis nor the introducer sheath should be reused. Do not attempt to pull an endoprosthesis system back into the sheath, as dislodgement of the endoprosthesis from the balloon may occur.¿ cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.